Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range right atrial (ra) lead impedance measurements and evidence of oversensed noise resulting in inappropriate anti-tachycardia pacing (atp) and atrial tachy response (atr). The device was reprogrammed to unipolar pacing and bipolar sensing. Boston scientific technical services (ts) recommended programming minute ventilation sensor off. The patient is not pacemaker dependent in the atrium. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. The device remains in service.